Event description:
Notified by product complaint of blood leak occurring at initiation of dialysis. Internal leak reported as blood in dialysate alarmed. The dialyzer had already been used for five dialysis treatments without incident. The dialysis treatment was interrupted, the dialyzer and venous line were discarded, and a new dialyzer was primed. The hd was then restarted without further incident. There was no pt injury or med intervention required. Ebl was reported as the volume of dialyzer and venous line or 180 ml. MDR filed based on blood loss. There is no sample for eval, as the actual dialyzer was discarded at the central reprocessing center in dallas.